Event description:
It was reported that the ICD delivered atp therapies that accelerated the patient's vt. Shocks were delivered. Patient is scheduled for a rf ablation procedure to stop the several sustained vt episodes the patient has.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.